Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed basic occlusion, occlusion prime, excessive no delivery alarm and displacement test. The insulin pump was program with multiple boluses and monitored; all boluses delivered completely their indicated amount and were properly recorded in the bolus history screen. No bolus or history anomaly noted.

Event description:
It was reported that the insulin pump had been under-delivering insulin. The customer stated that he had been having elevated blood glucose levels for about three weeks. The customer then stated that there was one no delivery alarm in the alarm history and that it had occurred when he was priming. The customer also stated that he used a quick-set infusion set. It was found that the customer's insulin pump was supposed to have delivered 73.30 units of insulin but that the daily totals only showed the customer receiving 47.8 units. Nothing further was reported.